Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the lead migration and noted there was a return of pain. The patient had their device revised on (B)(6) 2024. Physician replaced with paddle so the larger paddle lead would prevent another migration. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6). Implanted: (B)(6) 2023. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6) , ubd: 08-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator . It was reported that patient said this has been a horrible experience, from implantation to migrated paddle. Everything has been terrible. Patient was redirected to healthcare provider. Additional information was received from the manufacturer representative rep confirmed they were aware of the suspected lead migration on (B)(6)2024. Rep reported that the patient is very active, so the cause of the lead migration was likely due to excessive activity following lead implant. Rep noted patient may have a lead revision in the future, but they have not heard confirmation from the patient's healthcare provider office. The issue was not resolved.